Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system had generated a red alert due to a shocking impedance measurement of 126 ohms. The measurements have been gradually rising for the past six months. A boston scientific technical services consultant documented and discussed the clinical observations. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead was removed from service due to the continued out of range measurements. The lead was surgically abandoned and was not returned for testing. No additional adverse patient effects were reported.